Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer contacted technical support, which provided information for resetting the pump and assisted with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reappears.